Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twelve years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was not compliant with routine follow-up over time and had just come in recently for a follow-up. A CT scan was done on the same day and showed that the bifurcated stent graft had migrated distally approximately 4 cm from the lowest renal artery and there was a proximal type I endoleak present. The stent graft migration and endoleak were attributed to disease progression / aortic neck dilatation (exact size is unknown). There was good distal fixation and no endoleaks distally. The physician implanted an endurant aortic cuff, and then implanted 6 aptus securement devices in the proximal portion of the stent graft (graft to aorta). Then he implanted 3 tacking screws to tack the 28 mm aneurx graft to the 36 mm endurant cuff. The procedure went well and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).